Event description:
It was reported that during the implant this right ventricular (rv) lead was placed successfully into the apex of the heart, but when checking the lead parameters all the values were out of range. The pace impedance measurements were high and out of range, high pacing thresholds were seen, as well as loss of capture. The position of the lead was changed, but the values did not improve. A new lead was used with no issues. This lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
The lead was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant this right ventricular (rv) lead was placed successfully into the apex of the heart, but when checking the lead parameters all the values were out of range. The pace impedance measurements were high and out of range, high pacing thresholds were seen, as well as loss of capture. The position of the lead was changed, but the values did not improve. A new lead was used with no issues. This lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant this right ventricular (rv) lead was placed successfully into the apex of the heart, but when checking the lead parameters all the values were out of range. The pace impedance measurements were high and out of range, high pacing thresholds were seen, as well as loss of capture. The position of the lead was changed, but the values did not improve. A new lead was used with no issues. This lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted that the helix was retracted with dried body fluid in the helix housing which was normal for this type of lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.